Event description:
A home pt (hp) contacted baxter technical services regardig a low drain alarm during the initial drain while using a homechoice system. The technical support representative (tsr) found thatt he hp had an air lock on the cassette. The pt line was full of air. The tsr assited the hp with ending the therapy so that hp could start over. The hp did not know if there was hp injury or medical intervention associated with this incident.